Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, the balloon burst at the end of valve deployment. The balloon had been inflated to nominal volume. No pre-dilatation was done. The valve was successfully implanted and the patient outcome was reported as good after the procedure. After the delivery system was removed from the patient, a rupture was noted between the balloon and the distal tip. The device will be sent back for evaluation.